Event description:
Pt was on cvvh mode for approximately 24 hours. Pt experienced increased weight loss. It was determined that incorrect data was programmed, based on MFR's instructional terminology.